Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke during the procedure and potentially remains in the patient.

Event description:
It was reported that the screw broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Customer complaint/comment: (B)(6) (customer) reported that "we inform you that several incidents (3) have occurred with the device : interference bioabsorbable screw 9x23mm biosteon reference (B)(4) (lot bs211120) users observed a crushing of the screw thread during implantation, then a breakage of the screw. Investigation findings are: minimal information has been provided. No indication found that biosteon screw was nonconforming. The suspected root causes are unable to determine without further information from clinician or images of product. The corrective action no corrective actions planned; surgery was completed successfully. The preventive action no preventive actions planned; surgery was completed successfully. Manufacture date is not known. H3 other text : 81.